Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported urgent care visit for the patient's site irritation. No lot release and sterilization records were reviewed because no product lot number was reported. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer's mother reported patient was having an allergic reaction to the adhesive when wearing the pod on her arm. Customer experienced itching, redness, purple and then oozing. The site began to scab and the mother took patient to the doctor. The doctor prescribed triamcinolone acetonide ointment 0.5%.